Event description:
It was reported that by customer that they believe , the cardiosave intra-aortic balloon pump (iabp) was damaged by a crew member while attempting to load the pump into the aircraft prior to transport, the small wheel is bent and will not fully expand without manually pulling it outwards. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found wheel assembly was bent. To fix the issue, the fse replaced the wheel assembly 997-00-0588, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.